Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported that the pt lost stimulation, and he is unable to establish telemetry between his ipg and charger. A new charging system and antenna were sent to the pt; however, it is currently undetermined whether the replacement external devices resolved the issue. No further info is available at this time.